Manufacturer narrative:
(B)(4) date sent: 3/29/2023 additional information was requested and the following was obtained: -was any resistance encountered when placing the broken probe? No. -were any lateral forces applied to the broken probe? No. -did patient have imaging performed after probe insertion? Yes. If yes, was the imaging done in the same room as probe placement or was it a separate location? Same. -are there any plans to retrieve the piece of the broken probe tip? No. -what is the patient's current status? Under care of medical oncology. Investigation summary call home revealed reflected power errors. The attached photos were analyzed. They display a probe with a broken probe tip at the ceramic. The potential cause of the reflected power errors and broken probe tip is unknown. A search of nonconformities (ncs) was performed for lot ml22057801. There were no observed nonconformities for this lot.

Manufacturer narrative:
(B)(4). Batch#: unknown. Additional information was obtained: an internal rapid response call was held on (B)(6) 2023, to include post market surveillance, customer quality, research and development, quality engineering, marketing, sales, and local associate to discuss the broken probe tip. A liver ablation was performed on (B)(6) 2023, at the facility. 2 pr15xt probes were used. The probe in channel 2 broke off in the patient¿s liver. It was decided to keep the broken tip in the liver. The patient is doing okay. The broken probe did reach about 150 degrees, which is higher than they normally experience, during a 5-minute, 65 watts burn. The broken probe was not discovered until the device was removed from the patient. The tech did indicate they saw reflected power errors throughout the procedure on channel 2, which was the broken probe. The ablation was continued with the single good probe where a 2nd ablation was performed. The condition of the liver was that the patient had a previous liver resection with a chemo bath afterward and a previous ablation (prior to this ablation procedure). The probes were not crossed in this procedure, but they were spaced close together (possibly less than 1.5cm). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver ablation the probe tip broke off and fell into the liver. They did not retrieve it. No patient consequences were reported.